Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter and the nursing home's meter (brand unknown). The contour read 104 mg/dl, while the other meter read 338 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the csr's computer froze up, and the advocate ended the call after being put on hold. The csr called the customer back and left a message for the advocate to return the test strips for evaluation. Replacement test strips were sent to the customer.